Manufacturer narrative:
Patient was an adolescent. The reported event involving a pca module(s) ¿that a patient was able to open the locked pca pump with a pair of scissors¿ could not be confirmed, but cracks were observed in pictures provided by customer for the incident. The source device(s) was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. The root cause could not be determined since the source pca module(s) was not returned for this investigation.

Event description:
It was reported that a patient was able to open the locked pca pump with a pair of scissors. It was noted that the event was reproduced by the clinicians and biomed staff. There was no patient impact. Although requested, additional information was not provided. Received a customer's medsun report from the FDA which stated: "rn was able to open locked pca pump without the key by using surgical scissors. Concern for the security of narcotic medications in the pca pump."